Event description:
A pt being prepared for airlift to another facility went into cardiac arrest. Several countershocks were administered over a 1 hour period of time to treat recurring ventricular fibrillation. At one point. The device allegedly failed to complete charging to the selected energy. A backup device was made available and used. The pt was treated for recurring ventricular fibrillation for approximately 4 more hours but did not survive. The operator indicated the alleged malfunction did not cause or contribute to the pt's death. This opinion was based on an assessment of the pt's condition and the immediate use of a backup defibrillator.